Manufacturer narrative:
The investigations found: for 1 event: the instrument performance check failed, meaning there is a problem with the cell rinse function, reagent pipetting, and mixing. For 1 event: a rinse mechanism nozzle was blowing bubbles and splashing onto the cuvette, which was resolved after replacing the vacuum pump diaphragm. For 1 event: the mixer frequency settings were incorrect. The follow-up actions were: for 1 event: the gear pump pressure was adjusted. Rinse unit levels, cuvettes, and rinse positions were checked and these were correct. Performance testing was run. For 1 event: the vacuum pump diaphragm was replaced and it was verified that there were no further bubbles. The customer ran and accepted calibration and controls. For 1 event: the mixer frequency setting was corrected. The reported event involved an automated analytical device that is serviced in the field and not routinely returned for investigation. This device is not labeled for single-use and is not reprocessed or reused.

Event description:
This report summarizes 3 malfunction events. Questionable low results were generated by the cobas 8000 c (701) module. The events involved a total of 3 patients with the following: one patient had a questionable ca2 calcium gen.2 result. One patient had a questionable creatinine result. One patient had a questionable crpl3 c-reactive protein gen.3 result. One patient was (B)(6). The other 2 patients' ages were requested but were not provided. The patients' weights were requested but were not provided. One patient was male. The other 2 patients' genders were requested but were not provided. The patients' races were requested but were not provided the patients' ethnicities were requested but were not provided.